Manufacturer narrative:
The uric acid ver.2 eagent expiration date was not provided. The cobas 8000 c702 module serial number was (B)(6). The calibration was acceptable. The alarm trace showed multiple alarms, including "abnormal aspiration", "sample short", and bubble alarms, indicating pre-analytical issues. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with uric acid ver.2 assay on a cobas 8000 c702 module. The sample was initially tested, resulting in a uric acid value of >3718 umol/l twice. The sample was repeated, resulting in a repeat result of 246 umol/l. The sample was then repeated on (B)(6) 2026, resulting in a repeat result of 269 umol/l. The repeat results of 246 umol/l and 269 umol/l matched the patient's previous result of 251 umol/l.